Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. Insulin pump was received with physical damage and bleeding lcd glass.

Event description:
Customer called to report a damage display screen on the insulin pump. Customer stated that there is a big spot of ink on the display and the window is broken. Customer's blood glucose levels were not included in the report. Nothing further was reported.